Event description:
The facility representative reported a colleague infusion pump with failure code 550:320:654:0000. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 550:320:654:0000 was confirmed and reproduced during product evaluation. The root cause of the reported problem was assigned to the speaker voltage being too low (speaker harness). The volume control was set to normal position in order to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.